Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation time of 4 years and 9 months it was reported that inappropriate shock delivery due to sensing of atrial fibrillation occurred. Furthermore the pacing impedance was greater than 2000 ohms.